Event description:
It was reported that the patient underwent an unknown inflatable penile prosthesis (ipp) surgery due to unknown reason. No patient complications were reported in relation to this event. Additional information was requested and will be provided as it becomes available.